Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a no delivery alarm. The customer stated she had changed her infusion site but the alarm persists. Customer's blood glucose was 273 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also noted that there was air bubbles in the cannula. The customer was advised their infusion site may be occluded. No additional information provided.